Event description:
On march 31, 2022, fujifilm healthcare americas corporation received a complaint regarding the arietta 850 ultrasound system. The site reported that the system timed out during a procedure while the physician was sampling a node. They lost the image and had to select the probe button to get it reactivated. There is no death or serious injury associated with this event. As such, this report is being submitted in an abundance of caution.